Manufacturer narrative:
Standard disclaimer on file.

Event description:
Pt tested blood glucose=350 mg/dl on suspect device and at same time (back to back) the lab tested blood glucose as 450 mg/dl. This happened two other times during the past year. The most recent event involved hospitalization and being started on insulin therapy. Glucose controls were run and were out of range.